Event description:
The eigr waveguide, wide/flat for the lighted retractor broke in half during the surgical procedure. The waveguide was not in the pt's breast when it broke. The waveguide was removed from the lighted retractor and a new waveguide was applied. The team lead was notified and she spoke to the vendor of the company. The new waveguide that was given broke in half again. The waveguide was not in the pt's breast at the time of the occurrence. Pieces of the waveguide was taken off the field, placed in a bag. A new waveguide was opened and applied. No pt harm occurred.